Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2012. Revision procedure was performed on (B)(6) 2012 due to infection. Femoral head and taper were removed and replaced with stage one hip mold head and biolox delta option taper.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2012-00112.